Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the device service history record was performed beginning from the date of manufacture to the present date and no similar service histories were found and no relevance to the file under review was noted. Review of the qn database was performed, beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement.

Event description:
(B)(4). Cad review: device was not on a patient when it failed. Error found during repair of a cracked door. (B)(4). Unit was send over to cad for investigation with service traveler and it was returned back to service without one reprinting. (B)(4).